Event description:
Patient reported "events of lupus and sclerosis". Later reported "ruptured and are believed to be causing breast implant illness" and "peri-implant fluid and echogenic material around". This record is for a left side. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.